Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network issue. A field service engineer replaced the network cable and sent information of ip address and mac address to their information technology but it was not resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication failure. The customer reported that the device was not communicating, and the malfunction occurred when the user was trying to issue the medication. There were no adverse events or injuries reported based on this incident.